Event description:
It was reported that during a ptca procedure, the dilatation catheter did not deflate completely. The catheter was at least partially inflated when removed from the patient's anatomy. No patient injury was reported.